Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the defective cable has been identified to be the faulty component. Replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to improperly connected display cable.